Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600 mg/dl. It was stated that the doctor suspected the insulin pump played a roll in the event. It was stated that the customer was experiencing fever and stomach pains. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found several no delivery, bad battery, and error alarms. Assisted the caller to run a fixed prime test and the insulin did exit. Advised the mother to call back when the tubing clamp arrives to complete testing. Instructed the caller to change the entire infusion set and reservoir. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. However, the device passed the rewind and displacement tests. Further testing could not be performed due to the prime anomaly.